Event description:
Same case as MDR ID # 2134265-2014-02203 and 2134265-2014-02244. It was reported that automatic pullback function failed. The 90% stenosed, severely tortuous and moderately calcified unspecified target lesion was accessed via the right inguinal region. During a percutaneous coronary intervention (pci) an opticross was used in conjunction with and motor drive unit (mdu) to check the lesion. It was noted that an unspecified error message appeared during pullback thus the automatic pullback of the mdu failed. The connection between the sled and the catheter was checked but no issues were found. No patient complications reported and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).